Event description:
6 year old female with medical history of truncus arteriosus. S/p repair and development of truncal insufficiency. S/p homograft replacement on 10/17/94 required aortic valve replacement on 10/30/96 due to progressive aortic insufficiency and subaortic pseudoaneurysm at the base of the homograft facing the non-coronary side. Operative report notes pseudoaneurysm "seemed to be a separation of the homograft from the ventricular septal crest". Valve was replaced with another co's prosthesis. Site did not assess event relation to homograft.